Event description:
Device 1 of 2. Reference MFR report #1627487-2016-02220.the patient underwent a revision on (B)(6) 2016, where the leads were disconnected from the ipg and then re-seated into the ipg and the surgeon completed the surgery. No devices were explanted or implanted during the surgery. The patient's system was reprogrammed and the patient received effective stimulation therapy.

Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-02220. It was reported one of the patient's leads had both high and low impedance values and the patient was not receiving effective stimulation therapy. Reprogramming provided partial coverage. Surgical intervention is planned to address the issue.